Event description:
Balloon burst.

Manufacturer narrative:
This catheter is only approved for a pta indication. It was being used for dialysis. No other information was available for this complaint other than it was being used off label.